Manufacturer narrative:
An event regarding disassocaition and altr involving a metal head was reported. Disassociation was confirmed following a clinician review, altr is observed on the provided intraoperative image. Method & results: device evaluation and results: not performed as product was not returned; an image of the patient's blackened tissue was provided which is indicative of altr. Medical records received and evaluation: the provided medical records were reviewed by a clinical consultant indicated: rejected for medical review. Need primary and revision operative reports, histopathology reports, serial x-rays and office/clinical notes, examination of the explanted components. Provided x-ray and pictures confirmed the dissociated stem and head. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: lot specific voluntary recall v40 - recall - 2249697-05/07/2018-003r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient's left hip was revised. As reported by rep: "the femoral head and femoral stem neck trunion is worn. The femoral head disassociated".